Event description:
It was reported that during surgery the surgeon was cutting a soft tissue (slightly stressing on the instrument) when the distal part of the electrode came off and fell down the surgical site. The surgeon attempted to retrieve it with basket pliers and shattered the distal part of the electrode. After retrieving the pieces, another item was used to complete the surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.